Event description:
Reportedly, while a nurse was reaching for a piece of equipment in the treatment room, she had to reach past the sharp container and was stuck in the hand from a needle that was protruding through the container. The hospital's needle stick policy includes baseline hepatitis panel and hiv testing and then follow up for the next six months.